Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis.a partial lead was returned in two segments. Externalized conductors due to internal insulation abrasion were noted at 11.2-14.1cm from the distal tip. Internal insulation abrasion was noted at 7.2-8.1cm, 11.1-11.6cm, and 17.3-18.3cm from the distal tip. The etfe coating was intact at these locations.(B)(4)